Manufacturer narrative:
H3. Analysis of desktop charger (serial no # (B)(6) found " bent/ broken connector pins at the end of cable". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger started making a beeping noise halfway through the ins charging session. The patient noticed that the desktop charger connector pin was bent and the dtc cord was frayed, so they gently unplugged the dtc cord and plugged it back into the recharger. Then, the patient saw the 'charge your recharger' warning screen. At the time of the call, the patient saw the information screen that indicated the recharger battery was low on charge. The patient pressed the audio key to clear the screen, then the recharger display went blank and started beeping. Agent had the patient unplug the dtc from the recharger and reviewed how to reset the recharger. The patient mentioned that they have dystonia and only have use of their right hand, so they will ask their neighbor to help them reset the recharger. The patient said they will call back when they have their neighbor with them. In the meantime, agent sent an email to repair to replace the dtc. Patient called back and states having someone there to help reset the recharger but the recharger is dead . Patient states a dtc replacement is being sent out. Patient services reviewed patient can plug in the recharger to the new dtc they get and see if the issue is resolved. If the recharger is still beeping or frozen they can contact patient services for assistance in resetting .

Manufacturer narrative:
Continuation of d10: product ID: 37761, lot#serial#: (B)(6), product type: recharger, product ID: 37751, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.